Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced an alleged cgm accuracy issue which occurred 3 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading high mg/dl, no bg meter comparison was taken at this time. The patient alleged a cgm inaccuracy, as she did not understand why the dexcom device was only reading the word high mg/dl. The patient¿s balance was off, she had fallen, and was incoherent. The patient¿s caregiver advised the patient¿s daughter of her status and was asked to call 911. Emergency medical services arrived and transported the patient to the emergency room. At the ER, the patient¿s bg meter reading was 1000 mg/dl. The patient was admitted to the intensive care unit and treated with insulin. The patient was discharged home after 2 days. The patient was doing fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). E1 initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.